Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer would not open. The field service engineer (fse) found drawer was not sensing the closed position due to a broken spring in the latch assembly. The latch assembly was replaced, and the drawer was observed functioning normally. The customer successfully accessed the drawer after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.1 would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.